Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch 1222780-2013-00150. Prior to a novasure endometrial ablation on (B)(6) 2013, a hysteroscopy was performed and the physician noted "the fundus appeared fluffy and it is confirmed this involved [an] anteverted uterus". The disposable device was placed and then there were several unsuccessful cavity integrity assessment (cia) tests. The physician performed another hysteroscopy and found a perforation at or near the midline of the fundus. On (B)(6) 2013, it was reported that there was no intervention required. The pt was "fine [and] discharged uneventfully". A hysteroscopy and dilatation (non hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by complainant, therefore the MFR date is not known. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: see scanned page. (B)(4).